Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug -2020 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 08/30/2021. An investigation was conducted on 08/31/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw due to normal clinical use. The gray silicone insulation was observed to be cracked along the length of the hot jaw closest to the heater wire. The gray silicone insulation on the inner portion of the cold jaw was observed to be discolored and charred. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. Based on the returned condition of the device and the evaluation results, the reported failure "self-activation or keying" was not confirmed, but the analyzed failure mode "thermal decomposition of device " was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3000 had unintended activation of energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.